Manufacturer narrative:
Reporter discarded the involved product, however, returned a same lot sample. The same lot sample was evaluated. Sample product #6414, lot 51448 functioned as intended and no failures were identified. Production history records for the reported lot number were reviewed and all in-process checks indicated passing results. The packaging label contains precautionary statements advising the end user to use a bite block when performing oral care on patients with altered levels of consciousness, or those who cannot comprehend commands, and to ensure foam head is intact after use. An evaluation of the customer statement that the patient bit the head of the suction oral swab as well as production records revealed there is insufficient evidence to conclude that the reported issue was attributable to a product defect or manufacturing operations.

Event description:
Report received of a user error resulting in suction swab disengagement; labeling instructions regarding use of bite block were not followed. The reporter provided the following information. On (B)(6) 2015, a nurse was providing oral care to a confused and combative patient. The patient reportedly bit off the tip of the suction swab. Upon being bitten, the end piece of the suction swab, including a portion of the plastic straw, broke off in the patient's mouth. The nurse was unable to open the patient's mouth to retrieve the suction swab. The broken piece of the suction swab reportedly partially occluded the patient's airway. The patient was sedated and the broken piece was visualized and removed with forceps. The patient's lip and throat were cut and bleeding and the patient remained hospitalized unrelated to the incident. Reporter stated, unrelated to the incident, the patient was intubated sometime after the event due to the patient's reported medical history. Instructions for use state: "use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands." Reporter provided that while the patient was reportedly confused and combative, a bite block was not in use at the time of the incident. Although requested, no additional information was available.